Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: from a publication review, cook medical became aware of a literature article, ¿influence of primary intimal tear location in type b aortic dissection as a factor portending retrograde type a aortic dissection after endovascular repair¿, where cook¿s tx2 devices were used, among other products. Five complaints were created based on this article to cover the listed five patients in table 2. This pr focuses on patient 19 who had a tevar due to a type b aortic dissection. 13 days post the procedure the patient presented with a retrograde type a aortic dissection. It is not indicated if the patient received any treatment due to this dissection. The patient died. According to table 2 in the article provided, it was unknown if the stent graft was related to the new tear. Related prs: (B)(4). Based on the article provided a clinical assessment was performed for the investigation. Per the clinical assessment the cause of rtad (retrograde type a aortic dissection) is likely to be multifactorial, broadly categorized into procedural-related, stent graft-related, arch anatomy-related, disease-related and disease progression-related. The authors couldn¿t tell if the new entry tear was anatomically related to the stent graft or not. It is likely that this event was caused by several contributing factors. Based on the clinical assessment provided for the article the likely cause is multifactorial. Dissection is listed as a potential adverse event in the IFU. Cook medical will repoen the complaint if further information becomes available. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Article: "influence of primary intimal tear location in type b aortic dissection as a factor portending retrograde type a aortic dissection after endovascular repair" al-kalei et al 2018. (B)(4). Investigation is still in progress.

Event description:
Description of event according to article: 13 days after tevar, patient presented with retrograde type a aortic dissection. New tear connected to stent: unknown. Whether the product caused the need for additional procedure is unknown. No additional procedure was performed. Patient most likely died due to retrograde type a dissection. Patient outcome: patient death.